Event description:
The manufacturers representative reported the patient had been feeling an increase in symptoms before a refill and then a feeling of too much medication after the refill. The last 4 refills demonstrated the estimated reservoir volumes to be greater than the actual reservoir volumes- on 11/20 erv 3.4 arv 1.0 on 01/25 erv 3.1 arv 1.0, on 3/22 erv 3.4 arv 1.5 on 05/03 erv 7.6 arv 1.3 a follow up report will be sent when additional information is received.